Event description:
Consultant reports: while finishing a posterior wall sacroiliac screw procedure, the surgeon used a mallet to advance the screw until completely seated. He felt the screwdriver tip break into the head of the screw. The surgeon was able to retrieve the broken tip and complete the procedure with no further incident. This is 1 of 1 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The visual product evaluation determined based on the report details and marks on the back of the instrument handle, it appears that the surgeon used a mallet on the back of the screwdriver to advance the screw. The screwdriver is not designed to be used in this manner and such impact loading with the screwdriver tip engaged could result in breakage. Therefore it is believed that the misuse is the primary cause of the complaint condition and this complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device history record was reviewed and no nonconformances related to this complaint were found. (B)(4)